Event description:
A fully covered wallflex esophageal stent was placed on (B) (6) 2009 for treatment of an anastomotic fistula after esophagectomy. The stent worked well until (B) (6) 2010, when there was evidence of recurrent esophageal-pleural-cutaneous leak. Upper endoscopy was done to examine the stent, which was found to have one or more holes in the permalume coating. The stent was removed and a new one placed.